Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference report # 1627487-2013-02064, 1627487-2013-02065 and 1627487-2013-02067. It was reported the patient's stimulation was no longer effective. The physician removed her scs system on (B)(6) 2013.